Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use right ventricular (rv) lead impedance in bipolar had decreased gradually, the polarity was automatically switched to unipolar, and the impedance in unipolar was low. The rv lead remains in use, and patient to be evaluated again at a later date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the rv lead was re-evaluated, output setting was re-programmed, and the lead remains in use.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was decreasing. If information is provided in the future, a supplemental report will be issued.